Manufacturer narrative:
A ge representative evaluated the system and removed and reseated the display adapter pcb and all ws electronics cabinet fuses. Found the monitor 12v supply slightly low (11.6v), then readjusted the supply to 12.10v. System operates as intended.

Event description:
Customer reported the left monitor went black. No pt injury was reported.